Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous bends to the hypotube. There was blood and contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device due to the contrast and blood in the device. The device failed to inflate to rated burst pressure as there was a 13mm longitudinal tear in the balloon 4mm from the tip of the device. Product analysis confirmed the reported event, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed twice at 16 atmospheres. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed twice at 16 atmospheres. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.